Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, vaginal discomfort, urinary retention, urinary incontinence, dyspareunia, recurrent infection, depression, pain, additional surgery, and other injuries. No additional info was provided.